Event description:
It was reported that there was a problem with the compressor's mains inlet. There was no patient involvement. (B)(4).

Manufacturer narrative:
The compressor has been investigated by our field service engineer. The fse found that fuses in the mains inlet were blown due to dust build up. The fuses and mains inlet were replaced and safety and functional tests were performed. All tests were passed and the unit was cleared for clinical use. The root cause for the broken mains inlet and blown fuses not been investigated further. Previous investigations of similar complaints have shown that a broken mains inlet and blown fuses can be caused by one or a combination of the causes stated below. High voltage and/or current spikes in the mains power. Dust in the environment that deposits in the fuse holder causing a temperature increase around the fuse and affect the contact between the fuse and fuse holder. A poor connection between the fuse and the fuse holder caused by e.g. Vibrations in the system. Cleaning agents affecting the contact between the fuse and fuse holder. The true root cause of the blown fuses has not been determined in this case, but build up of dust in the mains inlet has been confirmed and it is therefore likely that it is a contributing factor.

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).